Event description:
Three potential false negative troponin (tni) results reported. Patient's were diagnosed with angina pectoris.

Manufacturer narrative:
Product services conducted retain testing of cardiac lot w46083 with calibrator z (neg control) and calibrator h (pos control). Observations for tni recovery, high bias, elevated values, and false positives follow: no false negatives or low bias in tni recovery was observed. No error codes or standard outliers were observed. Two data points with cal h were above the mfg 2sd range with a % recovery of 107%. No low bias in recovery or decreased values were observed with cal h. All ttr's were within mfg specs. Product services observations of mfg pouch release data from global stat pak for tni recovery on cardiac w46083 follow: with retest data, w46083 was within mfg final release specs at time of pouch release. No error codes were observed. All data points for whole blood and zero control were below the mfg 2sd range. All data points with cal h were within the mfg 2sd range. One standard outlier was observed with cal c, this data point was within the mfg 2sd range. One standard outlier was observed with cal c retest, above the mfg 2sd range. Conclusion: product services did not observe discrepant tni results while testing retention devices or in data from product release. No product deficiency was established; corrective action not required.